Manufacturer narrative:
Device evaluated by manufacturer: a visual examination revealed there was no damage or issues, the device appears to be in good conditions. Both marker bands in the sheath were in good conditions. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. There was no damage observed on the distal tip or guidewire exit port assembly. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Based on the x-ray images, the marked band was observed without damaged. A photo provided reviewed, but it did not show any evidence of the reported issue.

Event description:
It was reported that a marker was missing. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The opticross imaging catheter was selected to view in-stent restenosis of right coronary artery (rca) ostium. The target lesion was none tortuous. The opticross imaging catheter was used pre-intervention with no issues. The same catheter was reused post-intervention, and catheter was advanced for ultrasound examination of the target lesion. It was noted that both markers were missing on the x-ray. The catheter removed from the patient and the markers were no longer on the distal of the catheter. The procedure was completed with another opticross device. There were no patient complications reported.

Event description:
It was reported that a marker was missing. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The opticross imaging catheter was selected to view in-stent restenosis of right coronary artery (rca) ostium. The target lesion was non tortuous. The opticross imaging catheter was used pre-intervention with no issues. The same catheter was reused post-intervention, and catheter was advanced for ultrasound examination of the target lesion. It was noted that both markers were missing on the x-ray. The catheter removed from the patient and the markers were no longer on the distal of the catheter. The procedure was completed with another opticross device. There were no patient complications reported.

Event description:
It was reported that a marker was missing. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The opticross imaging catheter was selected to view in-stent restenosis of right coronary artery (rca) ostium. The target lesion was none tortuous. The opticross imaging catheter was used pre-intervention with no issues. The same catheter was reused post-intervention, and catheter was advanced for ultrasound examination of the target lesion. It was noted that both markers were missing on the x-ray. The catheter removed from the patient and the markers were no longer on the distal of the catheter. The procedure was completed with another opticross device. There were no patient complications reported.

Manufacturer narrative:
D4: added lot number.